Event description:
Attempted to use perclose device to suture the anterior tibial artery - the artery was extremely calcified and the device failed. Surgeon attempted to remove and it would not move. All this point, the pt was then taken to surgery for surgical removal of device. FDA safety report ID# (B)(4).